Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box contains dates from (B)(4) 2014 to (B)(4) 2014. Black box and histories for the event on (B)(4) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Moisture visible in display. During rewind step pump gives an alarm. Unable to perform all steps due to moisture damage. Battery compartment is cracked. Crack in case near top right corner of display. Leak testing verifies leak in battery compartment and leak at crack in case. Pump opened and moisture damage found on printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient ¿s mother contacted animas and alleged the following: patient had a blood glucose (bg) level of 500mg/dl with moderate ketones and headache. They were not able to bring down with pump or new infusion sets. Mom is treating bg with insulin injection and increased fluids. Bg now is in the low 300's mg/dl. Mom reports patient had an MRI on (B)(6) 2013 and pump was left outside the MRI room, but the waiting area was just across the hall and this was a setting with several MRI and x-ray machines. Patient¿s bgs have been running high ever since and she has lost confidence in this pump, requested a replacement. On (B)(6) 2013, mom called animas again and stated that the pump was still working fine and had not been exposed to the MRI or x-ray. She is returning the replacement unopened. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.